Event description:
A pt reported blood glucose results of "_14.1 and 9.8__ mmol/l" with a lifescan meter, performed within _10_ minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 1.11 mmol/l, thereby indicating a potential malfunciton of the meter in terms of precision.